Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The blood glucose was unknown. Customer reported that the drive support cap appeared normal. The customer was assisted in clearing the alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery/occlusion alarms noted. No motor error alarms noted. The motor passed the motor test.